Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg had migrated and was causing discomfort. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.